Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot history records were reviewed and the manufacturing criteria were met prior to the release of the lot. Was there any patient consequence as a result of the event? Was there any post-operative care changes as a result of the event?

Event description:
It was reported that during a gastrectomy procedure, the surgeon reports a failure in the use of the device in the digestive tract, even after placing the anvil correctly, and waiting 15 seconds before shot. When he completed the sequence and tried to remove it, he noticed that the device got stuck, he tried to open the stapler further to release it, to the point that he had to cut the patient's tissue to release the stapler. Once he pulls out the device, realized the staple line was not complete and the cut of the knife was not performed correctly, so he had to suture the part of the defective anastomosis. The surgeon had to suture the part of the anastomosis that was not complete, to prevent any damage or leak in his patient.

Manufacturer narrative:
(B)(4). Additional information obtained: the device was discarded.